Event description:
It was reported that during a pancreatectomy the surgeon was clipping vessel during the procedure. The first two clips applied to vessel correctly and were secure, 3rd, 4th and 5th clips 'scissored'. The legs of the clips crossed once applied. Surgeon stated it was strange as the first two clips fired correctly and then moving down the vessel the clip legs began to scissor. Misfired clips removed and single use clip applier used instead. No patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed twelve clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.